Manufacturer narrative:
(B)(4). An investigation is underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had a problem with a EKG electrode. The customer reported that on (B)(6) 2008 a patient had the presence of two EKG sticker backings adherent to the laryngeal mask airway and the objects accidentally inserted into the pharynx. That two EKG sticker backings had become logged in the hypopharynx. The patient underwent laryngoscopy and operation to remove two hypopharyngeal foreign bodies.